Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was getting an MRI due to a problem with their ins. The caller stated that they had an accident where they fell and twisted their back, leading to their ins not working on the right side. The patient was getting an MRI to see why the ins quit working on the right side. No further complications were reported or anticipated.